Manufacturer narrative:
(B)(4) for the reported event: system failed to deliver energy. Visual evaluation of the returned device found the foot switch to be in good physical condition, and both pedals functioned properly during mechanical testing. The foot switch and console passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the system failed to deliver energy; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00939 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during a procedure. According to the complainant, cautery was inconsistent. It was suspected that the hot biopsy forceps in use had not been extended far enough from the scope, but this could not be confirmed. The non-bsc active cord was replaced, which did not resolve the issue, but the staff opted to complete the procedure using the same endostat iii and foot switch, deeming cautery to be sufficient. There were no patient complications reported as a result of this event.